Event description:
Employee was stuck by properly disposed needle, from 1 cc syringe, that did not drop all the way into the bottom of a sharps container. Hit the box with hand while trying to get the syringe to drop into the bottom compartment and a needle poked through the box stabbing her in the hand. Exployee had follow-up preventive treatment. MFR contacted to see if product meets standards. MFR claims product is not impervious to needles and meets standard. Alert sent to staff managers and follow-up quality action team to be formed to evaluate.